Event description:
The patient experienced a relapse of symptoms at home and suspected the device powered down. It was confirmed by access review, when the patient had relapsing symptoms the device had been powered down several times. Device malfunction was suspected. Additional information received confirmed that no trouble shooting has been done yet. The return of symptoms were clarified as "movement is not good." By using access review, the patient has received effective therapy. Nothing has been planned but the patient was going to see their physician on (B)(6) to discuss.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).